Event description:
Discomfort- vagina [vulvovaginal discomfort] cord ripped- tampon [device breakage] I wanted to remove it and the cord ripped...discomfort [complication of device removal] case narrative: consumer reported via e-mail that the tampon cord ripped. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Discomfort- vagina [vulvovaginal discomfort]. Cord ripped- tampon [device breakage]. I wanted to remove it and the cord ripped...discomfort [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon cord ripped. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Discomfort- vagina, cord ripped- tampon, I wanted to remove it and the cord ripped. Discomfort [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon cord ripped. No serious injury reported.